Event description:
Within months of getting breast implants, I started having side effects of severe fatigue that were not present prior to implants. I developed severe alcohol intolerance and multiple food intolerances. Then, I got a rash on my jaw that would not go away with topical medications. I continued to have mild pain in my breast that never fully resolved. I developed chronic pain in my neck and shoulders from the weight of the implants. The surgeon used implants larger than we discussed, each weighed 16 oz. I developed hypothyroid issues then severe ibs. I found out I had h pylori, microsporidium, cyclospora and other gut infections that were resistant to treatments. I developed light and sound sensitivity. Severe nausea and weight loss. The fatigue worsened and I spent days in bed . I had tachycardia severe enough to have a 24 hour heart monitor. Upon explant I treated the gut infections and was able to finally get rid of the chronic infections. My fatigue has improved. I no longer have chronically cold hands and feet.